Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.

Event description:
It was reported that the unit was sticking during expiratory phase while a regularly scheduled pre-test was performed. No patient involvement.